Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Will follow up with customer. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Could not send product notification letter for customer to contact customer care. No address on file.

Event description:
Consumer reported complaint for e-5 error accompanied with symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of having dry mouth, thirst and sleepiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.